Event description:
It was reported that the right ventricular (rv) lead has one high rate non-sustained (hr-ns) episode with oversensing noted on the ventricular channel. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.